Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2014-00217

Manufacturer narrative:
Follow-up submitted to report follow-up #1 was submitted in error. Also, it was initially reported that the fowler malfunctioned due to broken potentiometer wires. Further investigation determined the fowler was stuck in the flat position. This will result in caregiver annoyance; however, it is not likely to harm the patient as the fowler was stuck in the desired position for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work orders that the bed had no power. It was also reported that the fowler malfunctioned due to broken potentiometer wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work orders that the bed had no power. It was also reported that the fowler malfunctioned due to broken potentiometer wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion code description-conclusion code 17-after parts were installed, controls work from siderails but nothing works from footboard except diagnostic screen. Informed stryker rep.

Event description:
It was reported via repair work orders that the bed had no power. It was also reported that the fowler malfunctioned due to broken potentiometer wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.